Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a0401 captures the reportable event of handle break for biliary drainage indication. Imdrf device code a150201 captures the reportable event of stent failure to deploy for biliary drainage indication. Imdrf impact code f23 captures the reportable event of interventional radiology (ir) performed to address the bile leakage. Imdrf impact code f08 captures the reportable event of prolonged hospitalization. Block h10: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination of the returned device found the stent partially deployed. The delivery system was returned in position "2". The handle was returned opened in the monopolar section and the inner member was out of the handle. Functional inspection was performed by inserting a guidewire and no resistance was felt. The stent was also deployed without problems. No other problems were noted to the stent and delivery system. The investigation concluded that the observed failures of stent partially deployed, handle opened in the monopolar section and the inner member returned out of the handle were likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled and/or the technique used by the physician during the insertion of the guidewire, limited the performance of the device and contributed to the handle break which could have resulted to the stent partial deployment. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was implanted transgastric to the bile duct. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall." The hot axios is not indicated to be implanted transgastric to the bile duct. Taking all available information into consideration, the investigation concluded that the reported events were likely due to factors encountered during the procedure. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation on december 29, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the bile duct to treat jaundice due to cancer during an endoscopic retrograde cholangiopancreatography (ercp)/ endoscopic ultrasound (eus) procedure performed on (B)(6) 2022. The patient's anatomy was dilated prior to stent placement. The physician attempted to perform an endoscopic retrograde cholangiopancreatography (ercp) procedure but had difficulty advancing the guidewire through the stricture and then later decided to perform an endoscopic ultrasound (eus) procedure instead. During the procedure, the handle broke and the stent could not be deployed. A different axios stent was implanted in the gallbladder to create drainage for the bile and the patient was sent to interventional radiology (ir) to address the bile leakage in the abdomen. The patient was admitted to the hospital beyond standard care and is expected to fully recover. Note: it was reported that the axios stent was to be implanted transgastric to the bile duct. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated for placement transgastric to the bile duct.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the bile duct to treat jaundice due to cancer during an endoscopic retrograde cholangiopancreatography (ercp)/ endoscopic ultrasound (eus) procedure performed on (B)(6) 2022. The patient's anatomy was dilated prior to stent placement. The physician attempted to perform an endoscopic retrograde cholangiopancreatography (ercp) procedure but had difficulty advancing the guidewire through the stricture and then later decided to perform an endoscopic ultrasound (eus) procedure instead. During the procedure, the handle broke and the stent could not be deployed. A different axios stent was implanted in the gallbladder to create drainage for the bile and the patient was sent to interventional radiology (ir) to address the bile leakage in the abdomen. The patient was admitted to the hospital beyond standard care and is expected to fully recover.